Event description:
It was reported that during the procedure in the moderately calcified/tortuous mid left anterior descending artery for treatment of a 90% de novo lesion, a 3.5 x 18 rx xience prime stent system was advanced without resistance through a 6f non-abbott guiding catheter. During advancement, the stent dislodged from the balloon but remained on the stent delivery system. Upon removal of the stent system from the guiding catheter, the stent was noted to be crushed and broken. There was no resistance during removal of the stent system. There was no force applied to the stent system during advancement or retraction. The target lesion was successfully treated using a xience prime stent system and the same guideing catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent damage and stent dislodgement were confirmed. The broken stent was not confirmed, however, it is most likely that the mangled and flared struts were what was inadvertently described as broken. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.